Event description:
The recipient is reportedly experiencing a skin flap infection. The recipient has been treated for 1 month, however, has not healed. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The recipient's infection reportedly healed. The external visual inspection revealed silicone on the top cover and the electrode was severed near the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.